Event description:
It was reported during an acl reconstruction and meniscal repair, intra-operative toggle on both the fastfix devices would not deploy. Doctor used blue introducer to guide the anchor into the knee joint; the white outer sheath had been removed from fastfix. The fastfix was advanced through the meniscus and captured, and first anchor would not deploy through the tissue. Another fastfix device was opened with exactly the same result. A partial medial menisectomy was performed due to poor quality of meniscus after faulty deployment of the fastfix device.

Manufacturer narrative:
Two devices were returned for evaluation. The first device had both t's in place on the needle. The device was tested for deployment in a rubber meniscus model. T1 was able to be deployed as intended. T2 was then advanced without issue and also deployed as intended. The failure mode could not be re-created and therefore, no root cause related to the manufacture of the device could be established. There are no additional complaints on file for the production lot. (B)(4).